Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Lot rmx198 is made up of powder. Lot 539lx1 and liquid lot 973lx which were also reviewed and no discrepancies noted. There have been no other events for the lot referenced.

Event description:
Simplex was damaged during shipment. A smell was detected from the damaged shipment.